Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during routine inspection found the video system center was not working. There was no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 the device was returned to olympus for inspection and the reportable malfunction was not confirmed. However, a potential adverse event was noted where the power inlet comes out from the power supply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power inlet issue was due to a defective power supply unit. Olympus will continue to monitor field performance for this device.